Event description:
Procedure type: hemorrhoid. According to the reporter: there was extensive bleeding following the procedure and required reoperation. The patient had developed a very large hematoma and a loop colostomy was performed as a result. It was revealed that the staples were placed too deep. The patient was discharged but continued to have bowel and bladder problems secondary to the injury from the sutures placed. A fistula formed during this process. The patient required placement of a foley catheter and multiple courses of antibiotics. There was unanticipated tissue damage.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was discharged from the hospital on (B)(6) 2012. Transverse loop colostomy reversed (B)(6) 2012.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 12/05/2014.